Manufacturer narrative:
Continuation of d11: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The ins was in overdischarge due to noncompliance. Patient feels a stabbing sensation in her mid-back whether her stimulator is on or off. Patient quit using device 3 months ago afraid to turn it on. Patient got x-ray (B)(6) 2020 to examine lead. There were no visible fractures or lead migration that rep could see. Ins was overdischarged. Used antenna locate al feature to jump start battery and charge to full. Cleared power on reset. Impedances within normal limits. Issue was resolved.

Manufacturer narrative:
Continuation of d11: product ID 39565-65 serial# (B)(6) implanted: (B)(6) 2015 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported they jump charged the device. The patient recharged the device fully, then the device was reset. The x-rays indicated the leads were fine. The circumstances that led to the issue was the patient had increasing pain at the site of the leads. They did not charge the device for 2-3 months because they were scared something was wrong with the leads. The patient's device would also turn off as soon as they started walking. The pain at the lead site was not yet resolved.

Event description:
The patient reiterated that their ins not keeping the charge and turning off as well as pain and overdischarge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) reported as of about 6 months ago, she feels she needs to charge the ins more. Pt states she used to charge it every sunday but now after she charges it, the stimulation works for about the first day and then the stimulation would just turn off by itself. Pt states she feels the stim shut off and sometimes she will check it with her patient programmer (pp) and it says her stimulation is off. Pt states her ins is always at least 50% full when this happens. Pt states if she hooks up her charger and starts charging her ins, the stimulation will come back on. Pt did state she has as feature activated and mentioned this seems to happen mostly when she is walking. Patient further reported she thinks the scs leads in her back are causing her pain right where the scar is where they did the leads. Pt states if she stands still the pain is fine but when she stretches her arms back or bends her back, it reall y hurts. Pt states she did have breast cancer last year and had a bone scan done in aug to rule that out. Pt states she is clear of cancer. Pt states if she lays on that side, it's like she can't move at all. Almost like there is a barrier. Pt states she has not had any falls or trauma since this started hurting which was probably like in june of this year. Pt states if she turns stim off, she still has the pain. Caller was redirected to the healthcare provider (hcp)to have system checked.